Manufacturer narrative:
E1: patient country: saudi arabia. Name: (B)(6). Country: united states of america. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced cannula issue as the infusion set cannula was found bent on (B)(6) 2026. The patient experienced high blood glucose level (401 mg/dl) which was treated with insulin pen. The event occurred on the first day of insertion and the site of insertion was thigh.